Event description:
It was reported the patient¿s ¿lead ¿extension connection had slid down from the parietal area to the neck area¿ and that a revision was to be performed to address it. It was noted the patient was ¿still getting some benefit¿ from her device and that ¿her arm was shaking during an impedance measurement.¿ it was reported a longevity calculation was performed on the patient¿s implantable neurostimulator (ins). The right ins was tested at 3 volts, 90 us, 130 hz, and 1052 ohms and returned an estimated longevity of 65 months. A supplemental report will be filed if additional information is received. Please see MFR. Report # 3004209178-2013-17600 for information on the patient¿s other device.

Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot# v616993, implanted: (B)(6) 2011, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7482a51 serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot# v689884, implanted: (B)(6) 2011, product type lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 3389s-40, lot# v616993, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information: the patient status at the time of the report was "alive- no injury."

Event description:
Additional information received reported that the lead-extension connection migration was diagnosed through palpation and x-ray. It was noted that migration was confirmed. It was noted that it was the left extension involved. It was noted that it was not known what the cause of the migration was. It was noted that the cause of the worn insulation was not identified. It was noted that no devices were replaced. It was noted that the physician assistant (pa) at the clinic assumed that the patient was doing well. It was noted that she called the patient to check on the patient&#38112;status but had not heard back from the patient at the time of report.